Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with a non-medtronic 6fr sheath, 0.014" guidewire and spider embolic protection during procedure to treat a severely calcified lesion in the proximal superficial femoral artery. The vessel was moderately tortuous. The patient had diffused atherosclerosis, which made crossing various lesions difficult. The vessel was pre and post dilated. IFU was not followed. The device was not loaded correctly onto the spider wire. Moderate resistance was felt during withdrawal and the tip detached, it separated at the hinge pin. It was reported that the nosecone detached within the sheath. There was no prolapse of the wire. After the device was removed, it was found that the device was loaded onto the distal tip and not through the rest of the body of the nosecone. The nosecone was retrieved with the spider device. There was no harm to the patient and the procedure was completed after the usage of dcbs. Additional education was provided to the staff and the physician after the event. There was no patient injury reported.

Manufacturer narrative:
Additional information: no issue with spiderfx device used. All components of hawkone device accounted for. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4):. A visual inspection showed that the proximal end of the tip had stretched and detached. The tip did not detach at the hinge pins as reported. Product analysis the customer returned two images. Image 1 shows the detached tip. The guidewire is only loaded through the distal (tip) lumen. It should also be loaded through the proximal (housing) lumen. Image 2 shows the detached tip and distal end of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.